Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the g5 mobile application display froze. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of frozen g5 mobile application display was not confirmed. A root cause could not be determined.